Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer was not able to be updated. Analysis also noted that the upper case handle was broken and the stylus tip was worn. The stylus was functioning intermittently. The handle was replaced, the stylus was replaced, the plastic standoff between the link electronic module (lem) and the micro processor unit (mpu) was replaced, the media bay gasket was replaced, and the connection between the overlay and the printed circuit board (pcb) was reseated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's temporary memory was full, which was preventing printing. This is a known issue and it was noted that the programmer was functioning as expected. It was recommended that the caller clear the protected health information (phi) and the print queue to gain more memory. The caller was then advised to use the service disk to clear the temporary memory. The caller was advised to return the programmer for service if troubleshooting steps failed. The current status of the programmer is unknown. There was no patient involvement. It was further reported that the programmer would not scrub, update, or save. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.